Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02700. It was reported that during explant procedure, both leads were cut by physician and left in situ. Further surgical intervention to address this issue may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.